Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 303 mg/dl. The customer thought that the vial of insulin was old and not effective, the cartridge was changed and a new vial of insulin was used. A bolus was delivered. The customer declined tandem technical support's offer to troubleshoot.